Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
New information noted the patient presented in clinic. The implantable cardioverter defibrillator's (ICD) bluetooth was reset and connection was restored. There were no patient consequences.

Event description:
It was reported that the patient's implantable cardioverter defibrillator failed to perform device checks due to a bluetooth telemetry issue. No intervention was performed. There were no patient consequences.